Manufacturer narrative:
This report is for unknown proximal screw for humeral nail/unknown lot number. Implant date (humeral nail, proximal nail, distal nail), approximately two (2) months ago from alert date. Device is not expected to be returned for manufacturer review/investigation. (B)(4). The complaint indicated that the proximal screw has pulled out and is loose post-op which will require additional surgical intervention. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with one (1) humeral nail, one (1) proximal screw, and one (1) distal screw approximately two months ago. It was discovered by routine x-ray on an unknown date that the proximal screw has pulled out and is loose. The surgeon stated that a revision may be needed, however, no revision has been planned yet. This complaint involves one (1) device. Concomitant devices reported: humeral nail (part # unknown, lot # unknown, quantity # 1), distal screw (part # unknown, lot # unknown, quantity # 1) this report is 1 of 1 for (B)(4).